Manufacturer narrative:
The glidescope core quick connect cable and a glidescope core 15-inch monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and was unable to confirm the image issue. The glidescope core monitor's image was normal when connected to known, good, test equipment. The camera image quality test was performed and passed. The glidescope core 15-inch monitor was returned to the customer. The technical service representative evaluated the returned glidescope core quick connect cable and confirmed the image failure. When connected to known, good, test equipment and manipulated, the image of the customer's core quick connect cable became dim, frozen, and/or flickered. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to cable failure. Since no repair is available for the glidescope core quick connect cable, the device was replaced and the returned core quick connect cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quick connect cable, when the quick connect cable was flexed, the image had static and shorted out. A delay in the procedure of 15 minutes occurred as a core backup device was obtained. No harm to the patient or user was reported.